Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a carbomedics top hat valve s5-019 was implanted on (B)(6) 2021. The form also indicated that the patient passed away on the same day. As reported, the patient received multiple valve replacements. No further information is presently available.